Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. 3mensio was provided and the following was observed: calcification, tortuosity, and undersized vessels are present in patient's right access vessel. The 16f esheath+ is indicated for use with vessel lumen diameters greater than or equal to 6.0mm. The complaint for difficulty advancing through esheath was unable to be confirmed without the return of the device or relevant imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The minimum luminal diameter required for use of the 16f esheath+ is 6.0mm. Per evaluation of returned imagery, undersized right access vessel was observed. In addition, tortuosity and calcification were observed. These patient anatomy factors could impact co-axiality of devices and the sheath's transient expansion while entering and navigating through the sheath, leading to resistance. However, factors that could specifically impact interaction between the non-edwards delivery system and the esheath+ is unknown. Available information therefore suggests that patient factors (undersized vessels, calcification, tortuosity) could have contributed to the event. However, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the team was treating an 80-year-old female patient with a 26 mm non-edwards transcatheter heart valve system. The operators were not able to place a cook sheath past the right common iliac artery after use of the shockwave system. The team then attempted to insert the non-edwards delivery system using the in-line sheath of the system. The sheath would not advance past the right common iliac artery. The non-edwards representative then suggested the off-label use of a 16f esheath+ on this patient. The operators were not able to advance the esheath past the right common iliac artery. The operators decided to insert and advance the non-edwards delivery system through the esheath. The system was able to be passed to the aortic annulus with effort. The valve was deployed. Upon removal of the delivery system and the esheath as a unit, a dissection in the right common iliac artery was noted. The vascular surgery team placed a stent in the right common iliac artery. The patient was sent to recovery in stable condition. There was no damage on the esheath. There was no withdrawal difficulty. Devices were discarded.

Manufacturer narrative:
Investigation is ongoing.